Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at (0.08720) inches. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Confirmed 233500 (23.35 u) units of normal bolus was delivered on (B)(6) 2024. No time loss/gain anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. P-cap was attached and locked into place properly. The following were noted during visual inspection: pillowing keypad overlay and scratched case. No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. No device problem found. Time/clock anomaly was not confirmed. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 400 mg/dl. The customer reported hyperglycemia and treated with insulin pump (subcutaneous insulin infusion). Troubleshooting was performed and customer reported the following led up to the event: customer ate a meal (w bolus done) document treatment for high bg: bolusing using pup only. The event involved product(s) mmt-7040a, mmt-342, mmt-431a, mmt-1884. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for mmt-431a. No product return is required for mmt-1884. It was unknown whether customer will continue using the device or not.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.